Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 12th distal stent segments with struts raised. Slight deformation was evident to the distal tip, with tip being uneven. The inner lumen patency was verified. (B)(4).

Event description:
The physician was intending on using a resolute onyx drug eluting stent in a patient's heavily calcified and very tortuous proximal circumflex lesion with 95% stenosis. No damage was noted to the packaging and there was no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed and the lesion was pre-dilated with a 2.5 balloon. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that stent deformation in vivo during positioning occurred. The physician attempted multiple times to position the stent in the lesion. Upon removal of the device, the physician noted that a strut was bent out of line. The lesion was predilated with a 3.0 nc balloon and a new resolute onyx. Stent was used to complete the procedure. The patient was discharged from the hospital the day after the procedure. The patient is alive with no injury.